Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No ramping numbers noted on the display. No moisture damage noted on the electronics assembly. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near the +display window corners and cracked display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that the up button was sticky. The customer mentioned that there was a crack on the reservoir on the insulin pump. The customer's blood glucose was 43 mg/dl at the time of incident. The customer stated that the low blood glucose was treated with juice. The customer stated that she suspended the insulin pump. The customer stated that she had hard time entering carbohydrates and blood glucose due to the keypad anomaly. The customer stated that the insulin pump was dropped several times. The customer stated that the insulin pump might have been exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.